Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead was extrinsically breached due to a cut and was observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure during lead fixation it seemed that the suture sleeve was tied to tight. X-ray indicated the nearby sleeve was compressed. It was observed and confirmed to be red with blood. Insulation damage was confirmed. Another lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.